Event description:
It was reported that fifteen minutes post xact stenting procedure in the left internal carotid artery, the patient experienced hyperfusion syndrome with aphasia and ataxia. A CT scan of the head showed no acute ischemia, repeat angiogram showed no thrombus or bleed. There was no reported treatment given. The patient returned to baseline and returned to the skilled nursing facility three days after the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of neurological deficit/dysfunction is listed in the product instruction for use as known potential adverse effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, additional information received indicates that the patient was re-hospitalized on (B)(6) 2011 with confusion and slurred speech which resolved on presentation to the hospital. There was no reported treatment given. CT of the head showed no stroke or changes. The patient was discharged back to the assisted living facility on (B)(6) 2011.